Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389s-40, lot# v034805, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3389s-40, lot# v038036, implanted: (B)(6) 2007, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
It was reported that there was an out of regulation (oor) message. The message was seen upon checking the implantable neurostimulator (ins) and could be cleared when the navigator button was pushed. The message was then seen when the patient attempted to increase stimulation but could not be cleared. It was noted that if the patient decreased stimulation and then increased it she was able to go as high as she wanted without seeing the oor message. It was unknown when the message had first been experienced. It was further noted that the message ¿the delivered amplitude may be lower than the selected amplitude for one or more programs. Check electrode impedance. Check program and reduce number of active electrodes. Check program and decrease amplitude¿ upon interrogation of the right implantable neurostimulator. Electrode impedances were all normal and no problems were found at the default 0.7v check; all were less than 2000 except 0/2 was 2019, 0/3 was 3025 and 1/3 was 2626. The patient was in bipolar mode at 1.3v. It was further noted that impedance on (B)(6) 2014 were 2065 ohms and 2383 ohms. Impedance on (B)(6) 2013 was 1884 ohms. (B)(6) 2013 impedance was 1802 ohms. Patient had not experienced interruptions or changes in therapy and was doing very well. It was noted that the surgical target was subthalamic nucleus (stn) bilaterally. There was concern about battery depletion.